Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 20 minutes after starting treatment with a polyflux, the patient experienced chest tightness and shortness of breath. Medical intervention consisted of electrocardiogram monitoring and oxygen inhalation. It was reported that the symptoms did not improve and the patient experienced discomfort in the throat. Hemodialysis treatment was discontinued and intravenous dexamethasone was administered. Patient outcome was not reported. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.